Event description:
According to the literature, a retrospective prospective study between september 2021 and february 2022 (which comprised records of patients who underwent tunneled dialysis catheter (tdc) placement between 2019 and 2020) was undertaken to assess the patency of tdcs and their results in patients in a tertiary care setting. Either a covidien plandrome [sic] in size 14.5 french and lengths 19 cm (centimeter), 23 cm, or 28 cm, or a competitor device were placed. The article reported 39 deaths but stated that the mortality was not due to catheter related complications. The authors did not provide information on which reported adverse events were related to the placement of a palindrome catheter or a competitor device. The catheters were removed. Pli 20: according to the literature, a retrospective prospective study between september 2021 and february 2022 (which comprised records of patients who underwent tunneled dialysis catheter (tdc) placement between 2019 and 2020) was undertaken to assess the patency of tdcs and their results in patients in a tertiary care setting. Either a covidien plandrome [sic] in size 14.5 french and lengths 19 cm (centimeter), 23 cm, or 28 cm, or a competitor device were placed. One hundred thirty-four patients were included in the study. Complications included 19 cases of catheter-related infections (12 cases of bacteremia and 7 unspecified infections). The authors did not provide information on which reported adverse events were related to the placement of a palindrome catheter or a competitor device. The catheter was flushed with heparinized the catheters were removed. Pli 30: according to the literature, a retrospective prospective study between september 2021 and february 2022 (which comprised records of patients who underwent tunneled dialysis catheter (tdc) placement between 2019 and 2020) was undertaken to assess the patency of tdcs and their results in patients in a tertiary care setting. Either a covidien plandrome [sic] in size 14.5 french and lengths 19 cm (centimeter), 23 cm, or 28 cm, or a competitor device were placed. One hundred thirty-four patients were included in the study. Complications included 16 cases of blockage (when flow rate was <350 milliliters per minute even after flushing of the catheter with heparinized saline, secondary to a thrombus and/or fibrin sheath at the tip of the catheter) and 2 cases of physical damage (when a catheter was rendered inoperable by a tear or puncture). The authors did not provide information on which reported adverse events were related to the placement of a palindrome catheter or a competitor device. The catheter was flushed with heparinized the catheters were removed. There was no reported patient injury. Tunneled dialysis catheter utilization and patency: a retrospective prospective study from a tertiary care hospital in karachi pakistan: misbah tahir, 2024, journal of the pakistan medical association. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152252.